Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed objective lens adhesive peeling issue could not be determined, however, it the issue was likely the result of user handling/mishandling and or chemical stress. The event may be detected by following the instructions for use which state: chapter 3 preparation and inspection 3.3 endoscope inspection. Inspection of entire endoscope 6 check that there are no scratches, chips, dirt, gaps around the lens, or other abnormalities on the lens at the tip. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to the adhesive on the bending section cover had a chip. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: bending section cover had a scratch, angulation lever was deformed, and bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the, flex deflectable videoscope had peeling from the insertion tube. The device was returned for evaluation. During the device evaluation, it was found that the adhesive around the objective lens peeled off. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.